Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer would change the infusion or revert to another method of insulin delivery to address the issue. Customer¿s blood glucose was in the mid-300¿s mg/dl.